Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to lack of rigidity when inflated. There were no reported patient complications related to this event.